Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no pump error 43 alarms noted during testing. Moisture damage was found on the electronic assembly and motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the pump. Customer states they received pump error alarm during rewind process. Customer states the leak occurred at the bottom of the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.